Manufacturer narrative:
Other text: h6 conclusion codes: updated. Device evaluation: one device and one photo was submitted for investigation. The unit was observed to have the tubing between the y-site and base broken in two pieces. The damage to the tubing does not present any stress marks, the damage resembles being cut clean with a sharp instrument. Evidently the damage will cause the unit to leak, the reported failure is confirmed. The root cause is the product became damaged after it left the manufacturing facilities. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions taken.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on the third day of an infusion, the patient felt a leak in the infusion, and saw that the extension tube was broken, the nurse turned off the infusion in time and removed the needle, and replaced it with a new needle to continue the infusion. No patient injury was reported.